Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The product was not returned for inspection. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14041545 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero(0) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance records pths 9369 was generated for 1 rejection for "wrinkles on the seal" the limits allowed for this defect of ppm's are currently in collection is not necessary to take an action in the process, the lot was liberated and the pths was closed. Non-conformance records pths 9370 was generated for 1 rejection by "damaged seal" is not necessary to take an action in the process as it has the necessary controls for detection of this defect, so the product is not impacted, the lot was liberated and the pths was closed. An excursion was found for lot 14041545 for an out of control point for the graphic of cypher l1 yield (B)(4) - chassis test. Given that the excursion was favorable no action was taken. Ubd subassembly lot 14041548 was reviewed. It was observed during review of these lots no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was unable to access the mid right coronary artery (rca) target lesion with the cypher 3.0 x 18 mm stent. The stent delivery system (sds) was successfully removed from the patient and the physician noted that the stent struts were flared. The sds was not used again and another cypher 3.0 x 18 mm stent was used to successfully treat the target lesion/patient using double/buddy-guidewire technique. There was no reported patient injury. The mid rca target lesion was reported to be: de novo, moderately calcified, not tortuous, and a 99% stenosis. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty in advancing or withdrawing the sds through the guiding catheter of the vasculature. No kinks or bends were noted in the catheter body/shaft. The lesion was not reported to be at an acute bend/angle. No additional information is available.